Event description:
It was reported that the infusion line burst. A 2.1mm jetstream xc catheter and a 6fr non-bsc sheath were selected for use in the anterior tibial vessel. During advancement in the popliteal artery, the sheath of the jetstream started to buckle and bubble approximately 25cm down from the cutting edge of the jetstream. The sheath bubble popped. The device was removed from the patient. There was no residual sheath left in the patient. The procedure was completed with another of the same jetstream and a 7mm sheath back through the anterior tibial vessel. No patient complications were reported and the patient's status was fine.